Manufacturer narrative:
(B)(4).

Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted in the lad. Approximately 41 months post the index procedure the patient suffered cardiopulmonary arrest, resuscitation was attempted however the patient expired. The cause of death has not been identified. The investigator has indicated the event was not related to the study device.